Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery (pta). Vascular access was obtained via ipsilateral antegrade approach. After a non-boston scientific (bsc) guidewire was crossed from pta to anterior tibial artery (ata), a 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted. The device was removed and replaced with another of same device. Additional dilatation was performed using two non-bsc balloon catheters. The procedure was completed and no patient complications were reported. The patient was in good condition post procedure.